Manufacturer narrative:
This is one of two products involved with the reported event. The associated MFR report # is 1016427-2009-00127. A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Tia's are a known potential adverse event associated with implanting carotid artery stents. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. The pt's history of cardiac arrhythmia and low ejection fraction are associated with poor perfusion especially when there is post-dilation of a carotid artery, occluding the flow of blood to the cerebral arteries. Review of the available info suggests that the pt factors and/or procedural factors may have contributed to the reported event.

Event description:
The report is from the study. The pt was a female, with a history of hyperlipidemia, cardiac arrhythmia, abnormal stress test, smoking, coronary artery disease, and congestive heart failure. The target lesion was bifurcation and distal left common carotid. Pre-procedure stenosis was 90%. Lesion length was 10mm and 6mm in diameter. The lesion was not tortuous or calcified. The lesion was pre-dilated. A precise pro rx 7 x 20 was deployed in the target lesion. An angioguard, size 6 basket, was used successfully during the procedure. Post-procedure stenosis was 0%. During post-dilation, the pt had a sudden onset tia with behavioral change, aphasia, reflex change, and right hemiparesis. The neurological deficits lasted less than 24 hours.